Event description:
Device 2 of 2. Ref MFR report #: 1627487-2013-19243. Note: device 2 was added to address the three leads, from two lot numbers, that were used in the aborted implant surgery.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.